Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 for osteomyelitis caused by chronic calciphylaxis that was unrelated to pd therapy or the performance of any fresenius product(s) or device(s). The patient developed a systemic infection from the osteomyelitis while hospitalized and she presented with abdominal pain and cloudy peritoneal effluent fluid while admitted (exact date unknown). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital (exact date unknown) presented with escherichia coli in the culture and a wbc count of 806/mm3. The patient was diagnosed with peritonitis caused by her systemic infection. The patient was prescribed intraperitoneal (ip) cefepime and ip ceftazidime (dosages, frequencies and durations unknown for both antibiotics) during this hospitalization. The patient had a difficult hospital course due to her systemic infection and departed the hospital against medical advice on (B)(6) 2022. The patient is recovering from this event and remains asymptomatic concerning her peritonitis infection. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a transmigration of a systemic infection as reported by a medical professional. It is well known the source of peritonitis infections can stem from systemic infections through bacteremia. This is further evidenced by the presence of a microorganism that is part of normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Corrected information provided in h1. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 for osteomyelitis caused by chronic calciphylaxis that was unrelated to pd therapy or the performance of any fresenius product(s) or device(s). The patient developed a systemic infection from the osteomyelitis while hospitalized and she presented with abdominal pain and cloudy peritoneal effluent fluid while admitted (exact date unknown). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital (exact date unknown) presented with escherichia coli in the culture and a wbc count of 806/mm3. The patient was diagnosed with peritonitis caused by her systemic infection. The patient was prescribed intraperitoneal (ip) cefepime and ip ceftazidime (dosages, frequencies and durations unknown for both antibiotics) during this hospitalization. The patient had a difficult hospital course due to her systemic infection and departed the hospital against medical advice on (B)(6) 2022. The patient is recovering from this event and remains asymptomatic concerning her peritonitis infection. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.